Manufacturer narrative:
At analysis it was noted that there was a damaged patient connector which caused the failure of the cable identification test due to the excessive damage. The analyzer was being returned to the manufacturer for repair. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer which was originally returned for its loaner return evaluation procedure subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.